Event description:
An inpatient user facility has reported an external blood leak during hemodialysis. The leak was visually observed and the blood loss was reported to be "minimal" because the blood was returned to the pt. A new system was strung and the treatment continued without further issue. There is a sample available for eval.

Manufacturer narrative:
The sample was received for eval and an isolated fiber leak was observed. The batch record review confirmed the labeling, material, and process controls were within specification.